Manufacturer narrative:
H10: a philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the device confirmed to be operating normally, with the exception, the display would not turn on. The unit appears to have a first generation hydis display installed. The rse advised component replacements and provided the related part details. The customer requested onsite service to implement corrections. A manufacturer's product support engineer (pse) evaluated the device and installed the liquid-crystal display (lcd) gen2 upgrade kit, which consisted of lcd assembly, user interface (ui) printed circuit board assembly (pcba) and related cables. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed liquid crystal display (lcd) was returned to the product investigation lab (pil) for analysis. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. Visual inspection revealed no anomalies. The lcd was free of scratching or other damage. The pil technician reported the lcd is blank noting a backlight fault on the lcd. Note: no graphics could be seen with the use of the lcd. The customer complaint of no display after the unit powered on was confirmed. The pil technician verified that the touch portion of the lcd was not functional. The pil investigation concluded the root cause is lcd failure.

Event description:
Philips received a complaint from customer biomed, reporting the display of the v60 ventilator was blank after power on. The device was confirmed to be not in clinical use. There was no report of harm.

Manufacturer narrative:
Reporter phone #: (B)(6).